Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD)boxed device would not charge following initiation of a manual capacitor reformation.